Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted in resetting the pump and was advised to continue using it, with instructions to call back if the malfunction code recurs.